Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed sales representative reported on behalf of the user facility that during a laparoscopic cholecystectomy, the clips of the 530 clip applier fell into the patient's abdomen. The clips were retrieved and the procedure was completed with no surgical delays. No patient injury was reported. Upon gathering additional information, the reported stated the patient did not require additional treatment or hospital stay due to this incident. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation. The reported catalog and lot numbers were verified. Visual inspection of the device found the gap between the jaws to be out of specifications. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with 882 pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 8 other similar complaints, with 9 devices, for this product family and failure mode. During this same time frame, 45,210 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.022, if all complaints were confirmed. The instructions for use advises the user of the following. - always check to see that a clip is in the jaws before squeezing the trigger. - closing of empty jaws on tissue may cause tissue damage. - always ensure trigger is squeezed completely and allowed to open to fill initial position. This issue will continue to be monitored through the complaint system to assure patient safety.